Event description:
According to the reporter, on the day of the event, when the patient underwent long-term central venous catheter implantation for, he modialysis, the catheter withdrawal difference could not be dialyzed normally. The catheter had differential flow due to catheter position problems. On (B)(6), the catheter position was checked under dsa (digital subtraction angiography), and the venous end was withdrawn at that time, and the arterial segment was still withdrawn. After the position was adjusted, the withdrawal difference was still made, affecting the patient's normal dialysis effect. Therefore, the position was adjusted to complete the treatment for the patient under dsa. The adverse event was reported to the equipment department as soon as possible. The catheter was not repaired. There was no leak. There was no luer adapter issue. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.